Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# v805733, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
The consumer reported that she was not able to adjust stimulation up. The stimulation was off. The patient was able to turn stimulation back on and up. The issue was resolved. The patient tumbling backwards into the bathtub on (B)(6) 2015 and she was worried that she did something to the implantable neurostimulator (ins). She had an appointment with her health care professional (hcp) on (B)(6) 2015. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome or troubleshooting performed was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.